Event description:
Customer testing on accu-chek advantage system (advantage meter, accu-chek comfort curve test strips lot# 2030373, exp date 02/29/2008). Customer reports back to back testing on the same meter 5 minutes apart with blood glucose results of 380 mg/dl and 154 mg/dl. No controls were ran. Customer did not treat based on results. No adverse event reported. A request was made for suspect product, and a replacement was sent.

Manufacturer narrative:
The suspect product is comfort curve test strips, lot 49512, exp: 02/29/2008, cat/2030373.